Manufacturer narrative:
Due to character limitation in e1, full event site state is california a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that sensation plus 50cc intra-aortic balloon (iab) had augmentation malfunction. Billy, an ICU rn, called with questions about timing on a cardiosave during use. While reviewing waveforms, fse noticed that the fo waveform had fine artifact that was noted to be regular in nature, occurring at each diastolic augmentation peak. The timing was appropriate and the issue was suboptimal augmentation likely caused by the artifact noted on the fo waveform. The fine artifact was being caused by the position of the balloon and could affect the accuracy of numbers that they were seeing on the iabp monitor. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, b6, e1 (event site state), g3, g6, h2, h11. Corrected fields: g2, h6 (medical device ¿ problem code, type of investigation).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. An ICU nurse called for assistance with interpreting timing on a cardio save iabp in 1:2 mode. He observed similar assisted and unassisted systolic pressures and shared screenshots for review. Upon analysis, fine artifact was noted on the fo waveform at each diastolic augmentation peak, indicating suboptimal augmentation. Switching the ap source to the inner lumen showed the same artifact pattern. A recent chest x-ray confirmed the catheter tip was at the fourth intercostal space, which dr. (B)(6) deemed acceptable. However, getinge¿s IFU recommends placement between the second and third intercostal spaces. The artifact was attributed to suboptimal balloon positioning. Billy was advised to consider repositioning but the decision was made to keep the current placement. Support contact information was provided for ongoing assistance. Based on the description, placement of the catheter tip at the fourth intercostal space instead of the recommended second to third, which resulted in fine artifact on the arterial pressure waveform, leading to inaccurate augmentation and timing interpretation on the iabp monitor. The root cause has been identified as user preference issue. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint reference (B)(4).